Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted.

Manufacturer narrative:
Report date: 24sep2021. Reporting institution phone number: (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device made a noise around the blower. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The service technician could not confirm the reported problem. The phenomenon was not duplicated. The device was checked but any anomaly was not observed. The customer cancelled repair. The device was working normally and returned unrepaired.